Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - 2119 - urinary retention.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. According to the patient, on (B)(6)2025, the patient¿s cgm was reading low mg/dl. No bg meter reading was taken at this time. The patient self-treated with honey, grape juice, and glucose tablets. After about an hour, the patient¿s cgm was still reading low mg/dl, so she called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 500 mg/dl, and the patient was transported to the emergency room (ER). At the ER, the patient began having abdominal pain. The patient had an ultrasound done, which revealed the patient¿s bladder was full. The patient was given an unspecified pain reliever for the abdomen pain and was catheterized (1 liter of urine was extracted). About an hour later, the patient was catheterized again, and another liter was extracted. The patient could not recall what medication was provided to treat her hyperglycemia. The patient was discharged home after approximately 4 hours with a catheter for her to use at home. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to treatment. The reported glucose values fall within the d zone of the parkes error grid after treatment. No additional patient or event information is available.